Event description:
It was reported that upon powering up the cs300 intra-aortic balloon pump (iabp) presented error code #42. The iabp was turned off and back on without error code but did have battery maintenance required on the screen. It is unknown under which circumstances this event occurred and whether there was patient involvement or not; however, there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The customer has advised that the in-house biomedical engineer looked at the balloon pump and addressed the battery issue. They do not believe that any further follow up is needed.

Event description:
It was reported that upon powering up the cs300 intra-aortic balloon pump (iabp) presented error code #42. The iabp was turned off and back on without error code but did have battery maintenance required on the screen. It is unknown under which circumstances this event occurred and whether there was patient involvement or not; however, there was no adverse event reported.